Event description:
It was reported that large volume intermate had particulate matter in its balloon. The device was filled with an unspecified amount of caspofungin. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4): the device was manufactured november 14, 2014 - november 17, 2014.the device was received for evaluation. Visual inspection revealed white particles 1.57 and 1.66 mm in length, floating in the bladder. Fourier transform infrared spectroscopy identified the particulate matter to be acrylic. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.